Event description:
MFR received a report of a throw rug getting caught in a power wheelchair causing it to tip forward. The user's attorney is alleging that this incident resulted in a friction burn to the user's leg which required skin grafts. Eval by the MFR has not been premitted and specific details are not available.